Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) displayed fault 41 (patient temperature sensor failure) message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the fault 41 was a defective temperature sensor, likely attributed to the device's aging. The autopulse platform was manufactured in 2014 and is eight years old, past the expected serviceable life of 5 years. Upon visual inspection, observed cracked front and bottom enclosures, which is unrelated to the reported complaint. The observed physical damage is likely attributed to mishandling such as a drop. The front and bottom enclosures were replaced to address the physical damage. A review of the autopulse platform archive was performed, and it showed multiple fault 41 messages to have occurred around the reported event date, thus confirming the reported complaint. In addition, a review of the archive showed a user advisory (ua) 11 (max patient temperature exceeded) error message, unrelated to the reported complaint. The archive data showed high patient surface temperature due to the intermittent functioning of the temperature sensor. Further review of the archive showed several (ua) 45 (not at "home" position after power-on/restart) error messages on the customer's reported event date, unrelated to the reported complaint. Based on the archive data files, the (ua) 45 advisory message was cleared by the customer. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse platform has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45) pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The ap failed initial functional testing due to fault 41 displayed after performing a couple of compressions. The front and bottom enclosures were removed to check internal components to determine the root cause of fault 41. However, no issues were noted. The ap platform was further tested for 15 minutes using lrtf, and fault 41 was not reproduced. Therefore, the temperature sensor was replaced to address the intermittent fault 41. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
After the call, during the patient log download, the autopulse platform (sn (B)(4) displayed a fault 41 (patient temperature sensor failure) message. The platform fan was running continuously and the device restart did not clear the fault. Per the reporter, the platform was on the floor during the call and functioned without any issues. The platform is usually stored in the case inside a sealed compartment of a fire unit and the fault 41 error has displayed when the platform was on a hard surface. No patient involvement.